Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer did not mention a symptom. Customer cannot recall current blood glucose reading. Customer had 600 mg/dl. After they changed the infusion set, blood glucose decreased to 400 mg/dl. Infusion set was bent. Customer blood glucose on the morning was 42 mg/dl. Customer did not mention if they contact their healthcare provider for their blood glucose issue. Drive support condition was not mentioned. The customer did not mention if there was a leak or air bubbles. Customer declined troubleshooting for low and high blood glucose reading. Customer ate yogurt to treat their low blood glucose reading. After eating a yogurt, their blood glucose reading increased to 82 mg/dl. Customer insulin pump and sensor will not be returning for analysis.